Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak in the immage 800 immunochemistry system. The sample probe wash cup was overflowing wash buffer onto the floor. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011, removed wash station and cleared occlusion from the wash station assay. The blockage was a fibrous material. Fse also replaced sample wash station filter as well as cuvette wash filter and checked drain functionality. No additional leak was observed.